Manufacturer narrative:
This is one of two device reports related to this event. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's atty alleged that the patient experienced a sudden cardiac event and expired the same day, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2015-08138 and 1225714-2015-08139. Additional information has been requested and will be submitted upon receipt accordingly.